Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device the accuracy reported +3.81%, +1.43% and +3.04%, all within the published customer spec of +/- 6.0%, but two were outside the internal spec of +/-3.0%. The expulsor was trimmed to bring it closer to nominal specifications and while there was consistent over-infusion, the results all lay within acceptable levels and analysts were unable to duplicate the reported +12% result that was reported. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by +12% during testing. There was no patient involvement.